Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was displaying unknown error messages which did not contain numbers. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient to obtain additional information despite numerous attempts. The patient reported that the alleged issue started on (B)(6) 2015. The patient manages their diabetes with lantus and novalog insulin (dosages unknown) as well as with metformin pills (dosage unknown). The patient had taken ¿22 units of novalog insulin¿ prior to experiencing symptoms, but it is not known whether this is in addition to their normal dosage or not. The patient reported that ¿4-5 hours¿ after being unable to obtain a blood glucose reading on the subject meter, they became ¿lightheaded, dizzy and passed out¿. It is not known how long the patient was unconscious for, nor what treatment, if any, the patient received after regaining consciousness. At the time of troubleshooting the cca noted that the issue could not be resolved by walking through a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.